Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/02/2026. An investigation was conducted on 03/03/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were visual defects observed near the adaptor port on the base of the power supply. There was also a crack observed on the base of the power supply. A reference adaptor was inserted into the port of the power supply with no visual or physical dificulty observed. A reference power cable was inserted into the power supply port with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device failed the pre-cautery test; the device did not power on at all. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed, however, the reported failure "crack" was confirmed. The analyzed failure "failure to deliver energy" was also observed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Event description:
The hospital reported that the t.w. Power supply has a damaged port where the hemopro ii adaptor is inserted. Additionally, damage was noticed at the bottom of the device. This issue was noticed prior to the operation and device was not used on patient.

Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.